Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital, (B)(6). Due to character limitation in e1 for event site address, the full event site address is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit had internal communication failure, preventing the device from being used by patients. No patient harm or injury reported.

Event description:
It was reported that, on the cardiosave intra-aortic balloon pump (iabp) experienced an internal communication failure. The circumstances under which the event occurred are unknown; however, there was no patient involvement and no harm reported.

Manufacturer narrative:
Additional reporter name is (B)(6). Updated fields: b4, b5, b6 , b7, d10,d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code , health effect ¿ impact codes), h11 , e3. Corrected field: e1 (event site telephone). A getinge field service engineer (fse) inspected the unit and confirmed the fault code records. The fse replaced the front end board. Following the repair, the unit successfully passed all factory specified performance and safety tests. The unit was returned to the customer and is ready for clinical use.